Event description:
During a follow-up on (B)(6) 2012, user observed that sinus p waves autosensing histogram displayed atrial amplitudes down to 1 mv only, whereas the programmed atrial sensitivity was set at 0.4 mf. An explantation is requested about this mismatch. Additionally, in such conditions, the user wants to know how p waves with amplitudes lower than 1 mv are counted in the histogram (in case they are detected).

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.